Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating the absence of an ECG signal. There was reportedly no patient involvement. The following functional tests were performed remotely by philips rse, with no on-site activity conducted. It was observed that the ECG cable was worn, and no ECG signal was displayed. Based on the available information and the testing conducted, it was determined that the reported problem was caused by a worn ECG cable, resulting in no ECG signal displayed. The reported problem has been confirmed. Based on the information available and results of additional analysis further action has been initiated. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse reported that the material was ordered but is currently unavailable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.